Event description:
The patient experienced a loss of therapeutic effect. He has had a return of symptoms in the last 4 days. He fell forward, however symptoms had already returned but they did worsen after the fall. Changing programs did not help. He has an appointment on (B)(6). Additional information has been requested.

Manufacturer narrative:
Lead model 3889-28, lot# v668700, implanted: 2011 (B)(6), programmer model 3037, serial# (B)(4). (B)(4).